Manufacturer narrative:
Rti germany's investigation is in process. Once the results are available, a follow-up report will be submitted.

Event description:
Rti surgical, inc. D/b/a evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen, conducted a literature review and found an article titled: utilization of tutopatch® bovine pericardium xenograft for nasal dorsum augmentation in primary and secondary rhinoplasties. Authors aret çERçI özkan and erdem güven in istanbul, turkey. Turkish journal of ear nose and throat;2019;29(3):111-118. Between january 2017 and july 2019, tutopatch grafts were used in eight patients (3m, 5f) who underwent a nasal dorsum augmentation / rhinoplasty. Tutopatch was also used for nasal dorsum camouflage in six patients (1m, 5f) having rhinoplasty operations. Only one major complication was reported due to the overcorrection of the nasal dorsum with a small hump was observed in the secondary rhinoplasty case necessitating further revision. Of note, no unique serial ids of the tutopatch® grafts utilized in the study were documented in the article. The tutopatch® grafts were used off label. To date, no additional information has been provided to rti for review.

Manufacturer narrative:
Additional information was requested from the authors by tutogen. To date, no response has been provided per their requests. As no unique product identifiers were provided, tutogen could not perform a batch documentation analysis on the tutopatch xenografts that were implanted. Conclusion: utilization of tutopatch bovine pericardium xenografts in wrapping the diced cartilage for nasal dorsum augmentation or as the camouflage material over the nasal dorsum and nasal tip skeleton in either primary or secondary rhinoplasty operations can be a wise option without any adverse allergic reaction or donor site morbidity. Overcorrection is considered serious due to the need of medical intervention. Causality for off-label use is considered not applicable as per convention by tutogen. Off-label use and overcorrection are not listed in the current IFU for tutopatch xenografts. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Overcorrection is considered to be related to the surgical procedure and not to the tutopatch xenograft.